Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the electrode loop broke inside patient mid procedure during turp. The broken part was fully recovered as doctor had to x-ray the patient.

Manufacturer narrative:
This report was accidently reported with the incorrect MDR number. Please disregard the initial MDR for this case and reference the new MDR number. This event is cross reference with the correct MDR number of 9610617_2023_00154 and not 9610617_2023_00152. The event is filed under internal karl storz complaint ID.